Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 288 mg/dl with a trace level of ketones and the bg level was to be addressed with a correction bolus using the pump. The customer thought the infusion site was the cause of the occlusion and as the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to confirm if the site was the cause was unable to be performed.